Event description:
A malfunction was reported on the pump, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Customer support provided the caller with pump reset information and assisted with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.